Manufacturer narrative:
Primary finding of device analysis revealed normal device function, no anomaly found with the device.

Event description:
Pt was admitted to hospital with signs and symptoms of baclofen withdrawal. Physician performed roller study which was normal, as were x-rays of the device. As there were a question of whether or not the pump was stalling, the physician decided to replace the pump and catheter. Device has been returned to MFR for analysis.